Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that customer was having problems with her sensor. Customer stated that she got sensor error. Customer's blood glucose was 500 mg/dl. Customer treated the high blood glucose with the insulin pump. Troubleshooting was done. Customer also stated that there was a little bit of blood at site. The customer was advised to change the sensor, monitor the insulin pump and to call back if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.